Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose over 400mg/dl, and she was treated with the insulin pump. The customer experienced ketones and her stomach hurts. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and the test passed. No further information was provided.